Event description:
It was reported that a syringe 1.0ml 30ga 8mm 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date is missing from shelf carton. (B)(4) records issue if missing expiration date for cat 928853. (B)(4) records issue if missing expiration date for cat 928854. Verbatim: walgreen's pharmacist stated he had 3 boxes of insulin syringes without expiration dates. Advised that the product boxes could be expired.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5152535. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was manufactured before expiration dates were printed on packaging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the customer's address is unknown. New jersey (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 30ga 8mm 10bag 500 pl/wg had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date is missing from shelf carton. Pr 2271243 records issue if missing expiration date for cat 928853. Pr 2276138 records issue if missing expiration date for cat 928854. Verbatim: walgreen's pharmacist stated he had 3 boxes of insulin syringes without expiration dates. Advised that the product boxes could be expired."